Event description:
When 20 gauge jelco IV catheter was removed from the pt's right wrist/forearm, the entire catheter had cleanly sheared from the stem below the hub. An initial x-ray showed it to be still in place. A CT scan performed on (B)(6) showed the catheter had migrated to the peripheral pulmonary artery righter lower lobe. The pt was transferred to a tertiary care facility the following day for cardiothoracic consultation/care. (There is a possibility that the pt hit the IV set up on a side rail prior to the removal process). Based upon x-ray measurement, the retained component is approx 35cm in length.